Event description:
The customer reported a speaker malfunction connection loose from the device. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed the cause of the reported problem was to be a loose speaker connection. The fse confirmed there was a speaker inoperative message present. The fse disassembled the speaker and found the speaker connection was loose. The fse adjusted the speaker and the fault disappeared. The key market contact confirmed there was no sound and there was no speaker inoperative message present. After the loose speaker was re-connected, the device was returned to functional use with no further issues identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: 13917720467 e1: reporter phone number: 13917720467.

Event description:
The customer reported a speaker malfunction connection loose from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.